Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking from hole in IV tubing was confirmed. A tear was observed where the silicone tubing of the pumping segment connects to the upper blue fitment below the ring retainer. The tear went approx 3/4 of the circumference of the tubing. The cause of the tear could not be determined. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported IV pump alarming for air-in-line, when tubing removed from pump total parenteral nutrition was found to be leaking from hole in IV tubing at blue tubing that fits in pump. No harm to pt. Set was replaced and infusion restarted without incident. No add'l info was available.